Event description:
During procedure ethicon endo surgery ligaclip failed to function properly. Ligaclip was replaced with another instrument with same reference, lot and expiration date. Second instrument functioned properly.